Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216700, model: sc-8216-70, serial: (B)(6), batch: 7075534, UDI: (B)(4). Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216700, model: sc-8216-70, serial: (B)(6), batch: 379048, UDI: (B)(4).

Event description:
It was reported that patients spinal cord stimulator lead had multiple impedances were found. The patient underwent a spinal cord stimulator (scs0 replacement procedure and was doing well post operatively.

Event description:
It was reported that patients spinal cord stimulator lead had multiple impedances were found. The patient underwent a spinal cord stimulator (scs0 replacement procedure and was doing well post operatively. Additional information received that the patients implantable pulse generator (ipg) was replaced for upgrade purposes and there were no issues were reported. It was noted also that patients was doing well post operatively.

Manufacturer narrative:
The returned implantable pulse generator was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that patients spinal cord stimulator lead had multiple impedances were found. The patient underwent a spinal cord stimulator (scs0 replacement procedure and was doing well post operatively. Additional information received that the patients implantable pulse generator (ipg) was replaced for upgrade purposes and there were no issues were reported. It was noted also that patients was doing well post operatively.